Event description:
Patient reported they were evaluated by their dentist and provided a letter of recommendation. In the letter the dentist states that they do not recommend the patient to continue treatment with byte aligners. The patient has been assessed and it is determined that the treatment provided by byte may not be in the best interest of their oral health. They are experiencing gum recession and use of the aligners will exacerbate this condition. It is recommended that the patient seek further evaluation to ensure dental needs are properly addressed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.